Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned for additional evaluation and investigation. As the device was not returned for additional investigation, a definitive root cause could not be determined. It was stated to be unclear why the dye was entering the pump pocket. Internal complaint number: (B)(4).

Event description:
Reporter stated that a catheter replacement occurred due to cap study results. During a cap study, dye was observed entering the pump pocket. The reason for the surgery was that the patient was not getting good relief. The whole system was discarded at the time of the case. During the surgery, it was unclear why the dye was entering the pocket. Upon visual inspection following explant, the catheter was found to be connected to the pump and there were no visual fractures. It also did not appear to have migrated. The md did not see that a pump replacement was warranted. This was done upon patient request prior to surgery.